Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d1, d4, d9, g3, g6, h1, h2, h3, h6 and h10. Upon reassessment of the event, it was determined that the product did not cause or contributed to the event, the screws are packed as non sterile from zimmer biomet and are required to be processed as sterile at the health care facility before implantation. Hence, the initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
It was further reported that within the surgery the patient was revised of the fossa components and fossa screws. These components were infected and the screws were noted as moving. The other components were left implanted with no issues noted at the time of the surgery.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00339, 0001032347-2021-00340. Medical products: ce99-201125 left pm-tmj & model, part# tmjpm-3257, lot# 039420. Unknown fossa screws, part# ni, lot# ni. Report source: (B)(6).

Event description:
It was reported that a patient underwent a removal of temporomandibular joint implants on the left side eight (8) weeks following implantation due to infection and perforation of the ear canal. Upon implantation, bleeding was seen in the left ear toward the end of the operation. The implanting surgeon said the wound would be treated by colleagues in the ent department. It was reported that no further information is available.